Manufacturer narrative:
Evaluation summary. No information about the handpiece was provided by the customer. The product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The root cause of the reported event could not be determined, as the product met specification. (B)(4).

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that a handpiece had intermittent phacoemulsification power during surgery. The procedure was completed without patient harm. Additional information has been requested.